Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having respiratory tract irritation, asthma (new or worsening), lung disease from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested this time. The manufacturer was made aware of this complaint through a representative of the customer.  At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having respiratory tract irritation, asthma (new or worsening), lung disease from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested this time. The device was evaluated by the manufacturer's product investigation laboratory (pil) and tech was unable to confirm any cause related to a defect, malfunction, or any failure in or of the suspect trilogy 100 ventilator that would apply to the allegations in the complaint section. Upon initial visual inspection of the suspect trilogy 100 ventilator, tech observed the presence of foreign material indicative of contamination from external sources. Tech proceeded to run the unit with its original settings as it was received at pil, and the suspect unit operated without issue or alarms. Tech proceeded with the disassembly of the unit and confirmed the presence of foreign material indicative of contamination from external sources including such material indicative of insect infestation. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. Regarding any further testing or investigation of the unit; due to the presence of foreign material indicative of contamination from external sources including such material indicative of insect infestation, the pil was unable to perform full testing.